Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report. Corrections to d2: product code and g4: 510(k) number.

Manufacturer narrative:
The subject device was not returned for evaluation. The serial number of the device was not provided. Based on the available information, there was no alleged or confirmed malfunction of the device. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The physician stated that the tip of the scope was flexible, however, the scope was not sturdy enough to slide into the apical segment. He was unable to navigate to the nodule which was in the apical segment of the right upper lobe. Although there was no impact on the patient, this report is being submitted because the procedure was cancelled after the patient was under anesthesia.